Event description:
It was reported that the right atrial (ra) lead dislodged and fell into the right ventricle causing ventricular tachycardia (vt) and ventricular fibrillation (vf) in a forty joule shock to the patient. The ra lead had dislodged twice previously and was now removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.